Event description:
Customer reported unexpected negative results on the echo. A patient sample with a known a2 type resulted as a positive on the echo. The reaction image on the echo displayed no agglutination with the a1 cells.

Manufacturer narrative:
No additional specimens tested within the same time frame gave unexpected results. Customer was advised that sample could not be ruled out as contributing to the event. The customer did not return sample for investigation testing.